Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a opt944 optiflow + adult nasal cannula was broken. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the tubing was pulled apart and stretched near the manifold. Conclusion: we are unable to determine the cause of the reported damage. However, the damage observed was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow + adult nasal cannula includes the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that the tubing of a opt944 optiflow + adult nasal cannula was broken. There was no reported patient consequences.